Manufacturer narrative:
A ge service rep performed an onsite investigation. After the system was allowed to perform a file recovery, the system was operating as intended.

Event description:
The customer reported that the system would not boot up. There is no report of pt injury.